Manufacturer narrative:
Case was submitted to medical advisor for review. The medical advisor determined that the inratio product did not contribute to the hospitalization that was reported in this complaint. Investigation pending.

Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Two weeks ago ((B)(6) 2013), pt rec'd an inr of 3.1 on her meter. The following week, the pt was hospitalized for atrial fibrillation - while in the hospital, the pt rec'd an inr value of 7.3. Pt was taken off of coumadin at that time. Before being discharged from the hospital, ((B)(6) 2013), the pt rec'd an inr value of 4.9. Pt went home and tested immediately on her inratio meter (within 30 minutes) and rec'd an inr value of 2.9. Pt therapeutic range: 2.5-3.5.